Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to 0.14 wire poked outside the insulation before the physician put it in the patient's body because when they inserted the wire into the lead they did not straighten out the curve. The lead was not entered into the patient body and was never in service. No adverse patient effects were reported.